Manufacturer narrative:
Additional information requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise, low impedance, and insulation damage on the right ventricular (rv) lead. No changes or intervention was performed. The device will continue to be monitored. The patient condition is unknown.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed far p-wave oversensing, low impedance, and insulation damage on the right ventricular (rv) lead. No changes or intervention was performed. The device will continue to be monitored. The patient condition is unknown.